Event description:
Following a series of MRI lumbar spine scans of a 67 year old female pt, 1 skin burn was observed on the pt's chest beneath where one of the electrode was placed. The total MRI scan time was approximately 37 minutes. It was reported that the pt's skin may have been sweaty when she was removed from the MRI bore. The pt was anesthetized during the scans, hence she did not report any heating sensations during the scans. No burn was noted at the time the pt was released from the MFR area. Later that evening the pt's husband called to inform the hosp that a burn had formed. It is unknown if any treatment was prescribed for the burn. It is known that an ECG cable loop was in place during the scans (the ECG calbe was positioned along the side of the pt). It is not known if the pt was in contact with the mfi bore during any of the scans, which is known to increase the risk of burns.